Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/24/2021. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: event day, I dont know the exact date ,they are noticing this issue regularly procedure, multiple procedures. Was the sterility compromised? Sterility is compromised. Please clarify how many sutures presented the issue they have know noticed this on about 20 packages. Note: events reported in reports 2210968-2021-01145, 2210968-2021-01146, 2210968-2021-01147, 2210968-2021-01148, 2210968-2021-01149, 2210968-2021-01150, 2210968-2021-01151, 2210968-2021-01152, 2210968-2021-01153, 2210968-2021-01154, 2210968-2021-01130, 2210968-2021-01131, 2210968-2021-01132, 2210968-2021-01133, 2210968-2021-01134, 2210968-2021-01135, 2210968-2021-01136, 2210968-2021-01137, 2210968-2021-01138, and 2210968-2021-01139. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was noted when the devices go up on a cart and don't get used and come back down, the packaging is fragile and the corners of the insert inside that holds the device is creating holes and compromising sterility. Another device was brought up from a new box and utilized. There were no adverse patient consequences reported. No additional information was provided.